Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation of the device, lead insulation damage was indicated and observed during lead replacement.